Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 7 years, and was trained by a given representative. The vacuum source used was a medela pump and it is unknown what the vacuum pressure before the procedure (with and without finger). The vacuum pressure during placement was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given. They stated the capsule fell into the patients stomach and was not recovered and they think the delivery device was thrown away. The physician is not clear to what caused the failure to attach.